Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2021. Review of the transmissions revealed that the implantable cardioverter defibrillator (ICD) had high voltage lead impedance. The clinician suggested that there was no sign of lead damage. No programming changes were performed. The patient will be monitored going forward. There were no adverse consequences to the patient.